Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. Troubleshooting was done. The customer stated that the display returned. The customer stated that the insulin pump gave an error. The customer's blood glucose was below 400 mg/dl at the time of incident. The insulin pump will not be returned for analysis.